Event description:
"Ap oversensing (cross-talk) on rv lead." Lead manufactured by enpath medical. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).